Manufacturer narrative:
The tubing set was discarded by the customer; however, the sister sample is expected to be returned for investigation. It has not yet been received.

Event description:
During a cystoscopy-ureteroscopy with retrograde pyelogram and left stent insertion/removal procedure on a (B)(6) male, the customer alleged the tip of the IV spike broke off and went into the patient¿s bladder. The surgeon retrieved the broken piece of the tip. The customer reported the patient was fine and that there was no injury or otherwise adverse event.

Manufacturer narrative:
Testing and investigation examined a piece of the spike; the sister sample of the tubing set was not received for evaluation. The complaint was confirmed, but a probable cause could not be determined. Additionally, a batch record review revealed no discrepancies that may have contributed to a complaint of this nature and all quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements.

Event description:
During a cystoscopy-ureteroscopy with retrograde pyelogram and left stent insertion/removal procedure on a (B)(6) male, the customer alleged the tip of the IV spike broke off and went into the patient¿s bladder. The surgeon retrieved the broken piece of the tip. The customer reported the patient was fine and that there was no injury or otherwise adverse event.